Event description:
It was reported that a malfunction alarm occurred with the device. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted to restart the pump, but the malfunction persisted, and the device was returned, with a replacement sent out.